Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a "right side deflation." Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : one opening observed on the anterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). No additional observation.

Event description:
The device has been explanted and replaced.